Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 265 mg/dl while wearing the pod. After realizing elevated bg levels, the patient found cannula had not deployed as intended.

Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data revealed that it completed only first priming and did not complete second priming to deploy needle/cannula. No issues were found in the device that would result in failure to deploy needle.